Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, physician lost the transeptal access. Steerable guide catheter (sgc) was re-prepped and was found that there was small clot in the sgc that was not clearing out. New sgc was opened and continued the procedure. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, physician lost the transeptal access. Steerable guide catheter (sgc) was re-prepped and was found that there was small clot in the sgc that was not clearing out. New sgc was opened and continued the procedure. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult insertion. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult insertion could not be conclusively determined. A cause for the reported thrombus could not be conclusively determined.the reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design, or labeling.codes removed:medical device problem code: 2993.